Event description:
The following has been reported: biomed reported an issue with pump sn: (B)(6). Worked on the pump log history with a fresenius kabi contact. Conclusion of log review from vendor: - in its most recent couple of runs [pump is] not able to reach the target vacuum in the allotted time frame. - first initial failure on (B)(6) 2025 looks like it stopped an active infusion. - pump was not able to recharge its negative tank and attempted to blow out of the pneumatics to clear any blockages. - looks like the pump was actively infusing with a targeted flow rate of 10. Preliminary technical failure summary: mechanical hardware failure (air compressor). The issue stopped an active infusion, but there was no information provided about any patient accidents or drugs pertaining to this incident, update date of report. A preliminary review identified the following issue: mechanical hardware failure (air compressor) active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for mechanical hardware failure (air compressor). Upon return, the device started up with a double red pump alarm. Log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed. Installed pneumatic assembly performed recharge test and unit passed. Air compressor will be removed and replaced during repair process. No other damage found.